Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation by a field service engineer, the customer's complaint was confirmed. The ventilator's software was re-loaded to address the issue.